Event description:
A malfunction was reported on the pump, specifically displaying malfunction code 12. There was no adverse impact on the customer's blood glucose level. The customer reset the pump with assistance from technical support, who provided reset information, and no further assistance was needed.